Event description:
It was reported that, "the screw driver shaft is severely stripped. We had to use 3 different shafts to secure screws."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00403.